Manufacturer narrative:
The impella device was not received from the customer. No product was returned. The root cause of the delivery issue was most likely patient condition related.

Event description:
The user facility reported a 76-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella cp pump was unable to advance beyond the descending aorta during attempted delivery. It was noted that the patient's medical history was significant for an aortic arch artificial blood vessel replacement and descending aorta stent graft. Due to the encountered resistance, the decision was made to abort the implant. There was no patient harm.